Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer reported that self test, displacement test and the high pressure test were passed. The customer was advised to talk with his diabetologist. The insulin pump will not be returned for analysis.